Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that he was not able to push insulin through with the plunger on the reservoir and attempted with different tubing and reservoir. The customer stated that he had to change reservoir. The customer would like to be reimbursed for insulin wasted. The customer was advised that we would send request.